Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A visual examination of the iab lumen did not detect any breaks in the inner lumen. The technician attempted to aspirate the inner lumen and was unable to do so. The technician then attempted to insert a 0.025¿ laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen occluded. The technician was unable to clear the occlusion, however evidence of dried blood was observed at the tip of the guide wire. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and no leaks were detected. The condition of the iab as received indicated an occlusion in the inner lumen. We are unable to determine how this may have occurred. The evaluation confirmed difficulty to aspirate the inner lumen. The evaluation did not confirm a broken inner lumen. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
It was reported that after insertion, the physician flushed/ aspirated the intra-aortic balloon (iab) and noticed air coming out as well. It was believed that the central lumen was cracked so the iab was removed. A new iab was inserted, but the same issue occurred. The patient went without an iab. There was no patient harm or adverse event reported. This report is for the 1st iab used. A separate report has been submitted for the 2nd iab under mfg report number 2248146-2023-00393.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after insertion, the physician flushed/ aspirated the intra-aortic balloon (iab) and noticed air coming out as well. It was believed that the central lumen was cracked so the iab was removed. A new iab was inserted, but the same issue occurred. The patient went without an iab. There was no patient harm or adverse event reported. This report is for the 1st iab used. A separate report will be submitted for the 2nd iab.